Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic via remote monitoring with the implantable cardioverter defibrillator exhibiting p wave over-sensing on the ventricular channel. The patient was later brought in and the device was reprogrammed to recommended settings. There were no adverse events. The patient was scheduled for continued remote monitoring.